Event description:
The event involved a plum 360 pump that was running at a different rate during infusion of norepinephrine at around 9:49-9:52 in the morning which negatively affected the patient. The patient¿s blood pressure dropped because the medication had stopped. The reporter stated that an outgoing orders interface from iatric to mednet was down from 11/3 @ 3pm till 11/4 @10am. There were a number of queued orders in the iatric interface that were not cleared. Latric eventually resolved the problem but the old orders were not cleared out before the interface was restarted so a number of old orders went out. Mednet does not have any logic to determine if an order is old or new. Mednet only processes the data it was received. Those orders were sent to pumps and in some cases, it confused the nurse, and they cleared the alarm but ended up starting that old infusion, which in at least 1 case was a slower rate than what was already programmed on the pump. There was a report of a patient adverse event and the customer wanted to make sure that they have it logged in their system. The customer also stated that an old start message received on 11/04 09:49 to reprogramming medication from 0.260mcg/kg/min to 0.05mcg/kg/min. The user mistakenly accepted the reprogramming. The patient experienced systolic blood pressure (sbp) dropping into 60¿s. The user noted the rate change at this time and titrated back up to 0.25mcg/kg/min at 09:52. Within the following hour the patient experienced cardiac arrest. They were unable to determine any direct connection between the short drop in blood pressure and the cardiac arrest. There was patient involvement, patient harm reported, and delay in the therapy.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device was not returned for analysis or evaluation; therefore, no visual inspection and functional testing were performed to determine if the device had a role in the adverse event. However, event logs were provided and analyzed. Engineering evaluates that the customer¿s report of an incoming auto program lowering the rate is confirmed. Engineering concurs that the customer¿s statement of events (i.e. An old auto program sent late by the electronic medical record [emr]) presents the probable cause. As customer observed (and consistent with engineering¿s report), engineering evaluates this is *not attributable* to either mednet or to the plum pump. Engineering adds that an enhancement property configuration is being considered on the mirth side to check time and reject stale auto programs back to the emr. The 12-month service history was reviewed, and no similar events were reported in the past.